Event description:
A malfunction was reported, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared, which the customer acknowledged and understood.